Event description:
It was reported by sales rep that non emergent prophylactic insertion took place in cath lab in 2007 for patient who was going to or for surgery within next couple of days. Patient was agitated, moving around often & observed several times to be in a fetal position. On the next day, pump alarmed at one point & small amount of blood was noticed in tubing. Iab was removed & another iab was inserted in its place. No blood was reported to have gotten back to the pump. On two days later, patient went to or for surgery. Patient still has 2nd iab. No patient complications were reported. The customer stated that removed iab was cleaned & examined. Blood was noted in iab membrane, but membrane appeared to be intact. Customer felt that the central lumen fractured near or underneath bifurcation & understood that this was probably caused by patient movement during the course of therapy, but were not present at time of alarm to witness position of patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.